Event description:
A low glucose readings issue with the adc device was reported. A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms glucose was provided by caregiver and obtained unspecified higher glucose readings on an unknown device and was subsequently treated with insulin (dose, type unspecified) for the treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 50 mg/dl was compared to an adc meter result of 360 mg/dl. Length of wear was 3 days. When the results provided were plotted on a parkes error grid, they fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.